Event description:
Customer reported on (B)(6) 2023 from UK that the elvie pump is causing her bruising and bleeding on her nipple. Customer contacted physician and was advised to stop using the pump. Customer has not yet mentioned if she required medical treatment or not.

Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump malfunctioned and therefore caused bruising/bleeding.